Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Other text : na.

Event description:
It was reported that the patient developed an infection. It was suspected that infection was due to the patient's failure to follow post implant instructions on implant site cleanliness.